Event description:
It was reported by service report that there are multiple angle sensor errors and the bed shuts down because of the errors. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Angle sensor.